Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified sensor error message after 10 days of wearing an adc freestyle libre 2 sensor and was unable to test. Customer experienced a loss of consciousness, however was able to regain consciousness by herself and self-treat with grape sugar. No third party treatment was reported. There was no report of death or permanent injury associated with this event.